Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, additional information was not provided.

Event description:
The customer received the IV tubing set from staff with no information, and reported that there was an unspecified IV tubing set issue. When the product was sent to bd for investigation and received, it was then noted that the tubing set had a tear and was labeled "cracked." The tubing set also was labeled "amio" which is most likely an amiodarone infusion. There was no report of consequence or impact to a patient from any event involving the product. No further information was provided.

Manufacturer narrative:
The customer returned product with an unspecified IV tubing issue. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection noted a small tubing tear on the tubing 25.5 inches above the primary set¿s distal smartsite. The tear site was jagged and uneven and was measured to be 0.003 inches in length. No other damages, tool marks, or anomalies were observed. Functional testing confirmed leaking from the tubing tear. A device history record could not be performed due to no lot number was provided by the customer. The root cause of the tear could not be determined.

Event description:
The customer received the IV tubing set from staff with no information, and reported that there was an unspecified IV tubing set issue. When the product was sent to bd for investigation and received, it was then noted that the tubing set had a tear and was labeled "cracked." The tubing set also was labeled "amio" which is most likely an amiodarone infusion. There was no report of consequence or impact to a patient from any event involving the product. No further information was provided.